Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bifuse tubing leaked where the needless connector was bonded to the tubing. There was no report of patient harm.